Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the universal power distributor (upd) board. The system was tested and verified as ready for use. The upd board was analyzed and found to have error 31221. The unit was installed and tested on the final test system. It was programmed and the system started at normal mode and triggered error 31221. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated non-recoverable error 31221 occurred on universal surgical manipulator (usm) 1. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the system twice, but the issue/error was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the procedure conversion did not result in increasing port size incision or adding additional ports. There was no patient injury due to the procedure conversion.